Event description:
It was reported that the patient presented in-clinic after receiving inappropriate high voltage therapy due to a bigeminal ventricular rhythm. Reprogramming the device and pharmaceutical intervention were recommended.